Event description:
During the surgical procedure, a flash fire occured, below the anesthesia tent where the nasal cannula was inserted into the patient nostrils. The cannula and tubing were secured to each side of the face. The paper drapes ignited and were immediately pulled from the patient and extinguished on the floor. The "1000" plastic drape appeared to melt under the flames of the paper drape. The oxygen flow from the nasal cannula acted as an accelerant for the flash ignition and melted the cannula tubing around the upper lip and nostrils and at midpoint lower along the tubing line of extention. A flame appeared at the edge of the drape, just below the eye lid where the surgeon was using battery-operated cautery pen.